Manufacturer narrative:
(The aware date was 05-jun-2024). This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely the foreign material was rubber. There was no damage noted to the device, and it is unknown if there were deviations from the instruction manual in the reprocessing steps at the material residue point. The event can be detected/prevented by following the instructions for use which state: the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the olympus device evaluation, the colonovideoscope exhibited a dark, rubber foreign material within the insufflation nozzle. There were no reports of patient involvement.